Manufacturer narrative:
(B)(4). The DHR for the alleged product was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet , inc. (B)(4) facility as part of a (B)(4). Lot in october of 2016. We are unable to validate the alleged complaint since no sample product has been returned for evaluation. Sample part has not been returned for evaluation therefore we are unable to validate this complaint.

Event description:
It was reported that the device stuck inside the patient's body during a laproscopic lar surgery. Further information indicates that the device got stuck on an artery but it was removed without patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device stuck inside the patient's body during a laparoscopic lar surgery. Further information indicates that the device got stuck on an artery but it was removed without patient injury.